Event description:
The patient reported that they experienced recent episodes of foot pain and stimulation flashes. The patient noted they had a kidney condition and had undergone multiple x-rays and that they were wondering whether that exposure could be related to the issues. The patient was advised to discuss the issue with their general practitioner (gp). The issue remained unresolved at the time of report. There were no surgical interventions planned or performed. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.